Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) level (435 mg/dl) since changing out supplies the night prior to contacting tandem's customer technical support (cts). A correction bolus was delivered to address bg level. During a system check with cts it was observed that the luer lock connection was not tight. The customer tightened connection.